Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.